Event description:
Responder reports receiving a shock while defibrillating patient. Product labeling (voice prompts and written instruction) provides caution against touching patient during defibrillation.

Manufacturer narrative:
Device electronic memory reviewed. Conclusion: report is being filed as it cannot be conclusively stated that device did not cause or contribute to incident reported.